Event description:
It was reported that a remote monitoring transmission indicated that the right atrial lead had high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.